Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown secure fit femoral stem. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Maude event report # mw5038435: I had original hip replacement surgery (B)(6) acetabular, stryker trident pls shell with stryker secure fit femoral stem both of which failed three months apart. Second surgery (B)(6) after the original surgery refused to correct. The second surgery was the cup. A few months later the stem failed requiring me to undergo a third surgery. I am still recovering in a lot of pain. I am a young female (B)(6). Very limited activity. The cup fell three inches, the stem loosened cause the leg to shorten by 1.5 inches.

Manufacturer narrative:
Review of the provided medical records indicated the stem was not revised contrary to the information provided in the reported event. There is no indication the stem contributed to the reported event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Maude event report # mw5038435: I had original hip replacement surgery (B)(6) acetabular, stryker trident pls shell with stryker secure fit femoral stem both of which failed three months apart. Second surgery (B)(6) after the original surgery refused to correct. The second surgery was the cup. A few months later the stem failed requiring me to undergo a third surgery. I am still recovering in a lot of pain. I am a young female (B)(6). Very limited activity. The cup fell three inches, the stem loosened cause the leg to shorten by 1.5 inches.